Manufacturer narrative:
Quality-safety evaluation of ptc was received on (B)(6) 2016: ptc global number (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Pelvic inflammatory disease. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed case report was received via website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and experienced pelvic pain and new pelvic inflammations while on essure amongst other events. On (B)(6) 2016, hysterectomy was performed, essure was removed and she recovered from all reported events. Pelvic pain and new pelvic inflammations are anticipated events for essure and may occur during device use. Considering compatible temporal relationship, lack of plausible alternative explanation and the fact she recovered after device removal, this case is regarded as incident. According to product technical complaint, since no valid lot number was received, a batch investigation with respect to similar ae cases is not applicable. Follow up information is not possible to be obtained since this report was posted online and consumer is not privately contactable.

Event description:
In this report, the patient was not privately contactable so case was considered invalid. This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on (B)(6) 2016. It refers to herself, who had mirena (levonorgestrel) inserted on an unspecified date at 20 mcg/24hr, cont intra-uterine and decided to undergo definitive sterilization procedure as the third mirena she had did not suit her anymore. The consumer's medical history included 2 children and drug history included mirena twice (mirena). In (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted for definitive sterilization. In (B)(6) 2012 the consumer experienced mononucleosis while on essure. She developed with essure within two years: painful and hemorrhagic prolonged menses, migraine, somnambulism, pelvic pain and back pain and the patient saw a radiologist and a rheumatologist. Blood samples analysis were performed as well as brain CT scan. She also experienced weight gain of 500g monthly despite sport, cures of specific products and sugar and lipids limitation. Abnormal wear of the 3 last lumbar discs with mechanical origin according to the rheumatologist. Presence of old and new inflammations in pelvis were disclosed via MRI or CT scan. Varicoses were finally found in uterus. The patient was treated with pain killers, anti-inflammatory drugs and magnesium. The patient stopped sport because lumbar and pelvic pain was too intense. The patient was very tired despite courses of magnesium and of vitamins. Progressively, she developed other symptoms: nervous twitch of the eyelid and of legs muscle, very regular headaches, feeling of having confused brain, speech mistake (like for alzheimer), nausea, arrhythmia, dark and ill-smelling urine, pain during intercourses, bleeding during intercourses, abundant hair loss, shorter menstrual cycle, and each muscular effort led to new inflammations. Her physician diagnosed intracranial inflammation. Her gynecologist thought that events were not related to essure and wanted to perform new tests which showed varicoses in uterus. Following pelvic pain and menstruation, gynecologist consented to perform a hysterectomy (tubes, uterus and cervix ablation) on (B)(6) 2016. The patient was recovered from all the events after that. Follow up information received on 13-may-2016: the (B)(6) authority reference number for this report is (B)(4). Correction request from health authority received on 13-jun-2016: (B)(4) requested bayer to revise this case in view of seriousness of adverse events and/or adverse reactions reported by the patient, the answer presented to the health authorities, strictly limited to an invalid case as patient's contact data were not available, was not acceptable. The health authorities requested amendment of the final report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2016 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Pelvic inflammatory disease. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had mirena (levonorgestrel) inserted on an unspecified date at 20 mcg/24hr, cont intra-uterine and decided to undergo definitive sterilization procedure as the third mirena she had did not suit her anymore (non-serious event). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain while on essure, new pelvic inflammations while on essure, mononucleosis while on essure, arrhythmia while on essure, intracranial inflammation while on essure. A hysterectomy (tubes, uterus and cervix ablation) was performed and essure was removed. These events were considered serious and only pelvic pain while on essure and new pelvic inflammations while on essure are listed in the reference safety information for essure. The other events are unlisted. In this case, the events occurred after essure insertion. For the events pelvic pain while on essure and new pelvic inflammations while on essure, based on their nature, a causal relationship with suspect insert cannot be excluded. For the other events, although the positive temporal relationship is also implied, it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes, therefore, a causal relationship can be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.